Event description:
It was reported that during an upgrade procedure from implantable pulse generator (ipg) to bi-ventricular (bi-v) ipg, a left ventricular (lv) lead was attempted but dislodged. The lead was removed and a second lv lead was attempted but dislodged when removing the guide catheter. The lead was removed and a third lead lv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).